Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 95% stenosed lesion was located in a severely calcified right coronary artery. The taxus liberte' 3.00x20mm drug eluting stent was advanced, but was unable to cross the lesion. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed that the stent moved on the balloon.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. Visual examination of the returned device found that the stent had moved on the balloon so that its distal edge was 3mm distal to the distal markerband. The stent had no other damage. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was slightly inflated. Solidified blood was present within the entire length of the inflation lumen. Therefore, indicating the device had been used in vivo. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probably root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.